Event description:
During transport of a mechanical ventilator pt. The ventilation shut off causing loss of power. Before pt could be ventilated with mask and bag it started again and there were not further problmes. No harm to pt. Rpt was therapist. Involved and immediately brought vet to bio-med.